Manufacturer narrative:
B5 was updated.

Event description:
It was initially reported that the patient was unsure of insulin delivery on pod when the blood glucose level was at 22 mmol/l (396 mg/dl). The patient had been wearing the pod on the abdomen for between 4 and 24 hours. The device was returned and evaluated. There was a tear in the cannula.

Manufacturer narrative:
Investigation found a tear in the exposed portion of the soft cannula. Fluid diverted through the tear upon manual rotation of the ratchet gear. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was initially reported that the patient was unsure of insulin delivery on pod when the blood glucose level was at 22 mmol/l (396 mg/dl). The device was returned and evaluated. There was a tear in the cannula.